Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 40s mg/dl) and juice was consumed to address bg. Healthcare provider adjusted the basal setting and bg improved to 75 mg/dl. Customer related the cause of the low bg was due to the basal setting needing to be adjusted.